Event description:
During a ptca/stenting treatment procedure, the bio ranger balloon ruptured. The patient was asymptomatic during this event. The lesion being treated was a calcified and 90% stenotic lesion in the proximal lad coronary artery. The bio ranger balloon was used to predilate the lesion with two inflations to 8 atms each prior to placement of a duraflex 4.0/25 mm stent. After the stent was placed, the physician performed the kissing balloon technique with the stent balloon and the bio ranger balloon. The bio ranger balloon ruptured on the third inflation at 10 atms. (The number of atms reached on the initial two inflations 8 -10 atms). The bio ranger balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good'.